Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a rectosigmoidectomy procedure, the rectum was stapled with the stapler reported, after the triggering of the third trigger the stapler made a noise and locked, not finishing the stapling the device was not able to be fired. Another handle was used with another reload to resolve the issue. There was no patient harm.